Event description:
(B)(4) in customer service states the casters have a flutter in them and also the rear tires are worn from wear and tear. Provider disconnected, the caller has no further information to provide.